Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user was unable to fire the staples properly as they were jammed during a surgery. Therefore, a new unit was used instead. It occurred to 2 units.